Event description:
A malfunction was reported on pump, identified by the caller. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the malfunction code reappeared, which they acknowledged and understood.